Event description:
National complaint coordinator reported a device that was alleged to have overinfused during patient use. The device was filled with 2ml of buprenophine hydrochrolide and 94ml of lidocaine. The total fill volume on the device was 96ml. The actual infusion time was 96ml/24hrs; however, the expeted infusion time was unknown. The temperature of the device was approximately 33 degrees celsius. The device was not used prior to the reported incident. The patient control module was not used on the patient. There were no reports of injury or medical intervention related to the reported condition.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08, 2007. The device involved in this incident has been received by the manufacturing facility. Upon completion, the evaluation results will be provided in a follow-up report. A review of all records related to the manufacture of the product lot has been requested, and will be provided in a follow-up report.